Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d6a., d6b.: implant & explant date updated. D11: additional concomitant product reported device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 11. Corrected data.

Event description:
Update: the partially broken plate that was implanted on (B)(6), 2020 and was removed on (B)(6) 2020 during iliac bone grafting and implanted a new plate.

Manufacturer narrative:
Date of event is an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 445.091, lot: 4l71561, manufacturing site: (B)(4), release to warehouse date: may 24, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, x-ray showed that the internal fixation plate was partially broken after the first surgery of right clavicle fracture reduction and internal fixation on (B)(6) 2020. On (B)(6) 2020, iliac bone grafting with nonunion and internal fixation after right clavicle fracture was performed on (B)(6) 2020, x-ray showed that the plate was broken. On (B)(6) 2020, postoperative bone nonunion of right clavicle fracture with plate fracture disassembly and internal fixation + iliac bone graft + internal fixation was given to remove the plate, and another device was used to complete the surgery. The patient was discharged from hospital on (B)(6) 2020. This report is for a 3.5mm titanium (ti) locking compression plare (lcp) reconstruction plate. This is report 1 of 1 for (B)(4).